Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a clavicle orif, a 2.0mm drill short broke inside a 2.0/2.7mm double-ended drill guide and could not be removed from the mentioned guide. The procedure was resumed, without any delay, using a s+n back-up device. No pieces fell into the patient, the drill broke off clean. It was confirmed that the end of the drill bit was still sticking out of the other side of the guide and no other pieces were missing. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H6: given the information provided, the devices could not be returned for evaluation. However, the photographs were reviewed, and revealed that the tip of the drill broke off and is stuck inside the 2.0 sleeve of the guide. For the drill, device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. Besides, a review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. For the guide, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. In addition, a review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include rough handling, surgical technique or damage from misuse. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.